Event description:
Caller states patient tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.2 inr. Patient was given an extra dose of coumadin. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hospital due to respiratory distress. While in the hospital, it was noted that the pt had pulsatile flow and wide pulse pressure. An echocardiogram (echo) was performed which showed that the left ventricle (lv)/ right ventricle (rv) were dilated and the aortic valve appeared to be opening with every beat with minimal change on the lv despite increasing the pump speed. The hospital made a decision to exchange the lvad with another lvad.